Event description:
It was reported to boston scientific corporation a resolution clip device was used during a procedure in the large intestine. Pt age, weight, and gender were not provided by the user facility. According to the complainant, when this device was inserted into the scope and inner sheath was pushed for the clip deployment, the clip was unable to deploy. The device was removed from the scope and it was noted that the sheath had detached. The procedure was successfully completed with another resolution clip device. There has been no report of complication or injury to the pt. Post procedure the pt status was good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).